Event description:
It was reported that during laparoscopic cholecystectomy procedure, the clips were coming out of the jaws scissored. A second device was pulled and the same thing occurred. It is unknown at what firing this occurred. Some of the clips were no scissored and that is how the case was completed. There was no patient consequence.

Manufacturer narrative:
(B)(4). (B)(4).. Device b: batch # g9j46e mfg date: 01/06/2010; exp date: 12/06/2014 the analysis results found that device (a) was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. A batch record review was performed and no anomalies were found during the manufacturing process. The analysis results found that device (b) was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. No incident related to the reported event was observed during the batch record review.